Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed oversensing. It was noted the oversensing did not result in pacing inhibition. Additional information was provided that the root cause for the event was lead fracture due to clavicular crush. As a result, this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.